Manufacturer narrative:
This is a correction report. As a result, fields b2: "outcomes attrib to adv event" and h6: "patient codes" were updated. Patient code 3191 captures the event of additional intervention required. Product is not expected to return as it remains in service.

Event description:
It was reported that this right atrial (ra) lead perforated the heart wall. The patient presented discomfort with deep breaths. After a echocardiography was performed, a pericardial effusion was noticed. During the implant procedure, the lead initially presented good sensing and current of injury (coi), but when suturing the lead, the physician noticed that the p-waves were half as big as they were initially and the coi was mostly gone, showing up on occasional beats. Due to this, the physician elected to reposition the lead with good results. The patient stayed in observation to monitor the effusion. After confirming that the patient was fine via echocardiography, the patient was discharged. No additional patient effects were reported. The lead is not expected to return as it remains in service. As device was not returned, no product analysis could be performed.

Manufacturer narrative:
(B)(4). Product is not expected to return as it remains in service.

Event description:
It was reported that this right atrial (ra) lead perforated the heart wall. The patient presented discomfort with deep breaths. After a echocardiography was performed, a pericardial effusion was noticed. During the implant procedure, the lead initially presented good sensing and current of injury (coi), but when suturing the lead, the physician noticed that the p-waves were half as big as they were initially and the coi was mostly gone, showing up on occasional beats. Due to this, the physician elected to reposition the lead with good results. The patient stayed in observation to monitor the effusion. After confirming that the patient was fine via echocardiography, the patient was discharged. No additional patient effects were reported. The lead is not expected to return as it remains in service. As device was not returned, no product analysis could be performed.